Event description:
It was reported that when the IV bag was about to be changed, a small leak was observed in the IV tubing. Per reporter the line was subsequently clamped, the pump stopped and the home care nurse was contacted the tubing was then changed at the output clinic. No adverse patient effects were reported.

Manufacturer narrative:
Other text: g3: canada. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.